Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the instrument was inspected. There was no damage or anything out of the ordinary. Loading the instrument was fine. There was no issues prior to applications. While attempting to clamp on vessel or tissue bundle, the clip could not be clamped down. The clip did not become dislodged or fall into the patient.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. The complaint was not confirmed by failure analysis since the product was not returned, the information gathered can't confirm nor deny that the reported device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided. Since the product was not returned and the system log review didn¿t show any related errors, the reported event was unable to be confirmed or replicated. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a procedure, the clip applier instrument installed on arm 3 would not clamp down. The customer replaced the clip applier, which resolved the issue, and planned to return the defective instrument for failure analysis. The customer reported event has no report of patient injury.